Event description:
It was reported the patient presented to the hospital with ventricular tachycardia. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered three rounds of anti-tachycardia pacing (atp) and 6 shocks which failed to convert the rhythm. The patient was externally defibrillated and programming changes were performed. The patient was in stable condition.